Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead dislodged, but was successfully repositioned. A few hours post-implant, the patient noted phrenic nerve stimulation. X-ray confirmed the ra lead had dislodged. Attempts to reposition the ra lead were unsuccessful due to further dislodgement. As a result, the ra lead was explanted and replaced. No additional adverse patient effects were reported.